Manufacturer narrative:
Title: impact of pci appropriateness in the long-term outcomes of consecutive patients treated with second-generation drug-eluting stents. Authors: ana cristina seixas, amanda sousa, jose de ribamar costa, jr, adriana costa moreira, ricardo costa, lucas damiani, cantídio campos neto, galo maldonado, manuel cano, j. Eduardo sousa. Journal: journal of invasive cardiology issue: 2017; 29 (9): 290-296. Epub 2017 june 15. Ref: j invasive cardiol 2017; 29 (9): 290-296. Average age. Majority gender. Date article published online. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted that reported the long-term outcomes of consecutive patients treated with second-generation drug-eluting stents. Patients presented with silent ischemia, stable angina, "unable" angina or myocardial infarction and underwent pci with second-generation des implantation. Resolute integrity des were implanted in the population. Clinical events reported over 3 year follow up were death, myocardial infarction, target-lesion revascularization and stent thrombosis.